Event description:
Pt undergoing hysterectomy, radical with nodes. Suspect device. Applied to vessel. Applier would not release the clip. Left internal iliac vein was lacerated, requiring repair by vascular surgeon.